Event description:
Related manufacturer reference number: 2017865-2023-95717. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from under-sensing were noted on the pacemaker and the right atrial (ra) lead. Programming changes were made via merlin.net but was unsuccessful, as it resulted in far-r wave oversensing for both pacemaker and ra lead. There was a discussion to bring the patient into the clinic for programming changes, but not made yet. No further intervention was reported. The patient had no adverse consequences.